Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that she experienced high blood glucose over 600 mg/dl. She stated that the insulin pump alarmed motor error and no delivery during bolus delivery. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. She stated she did not have a backup plan but her doctor will be getting her one. It was offered to call the emergency medical assistance but customer declined. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no motor error alarm noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests also, passed the motor test. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.